Manufacturer narrative:
Upon reassessment of the reported event and additional information received, it was determined that this device was not reportable as the device did not contribute to the reported event. The initial report was forwarded in error and should be voided. Please refer to 0001822565-2025-00262 for reporting of the event going forward. Sections updated: b4, b5, g3, g6, h2, h11.

Event description:
Upon reassessment of the reported event and additional information received, it was determined that this device was not reportable as the device did not contribute to the reported event. The initial report was forwarded in error and should be voided. Please refer to 0001822565-2025-00262 for reporting of the event going forward.

Event description:
It was reported that the patient underwent a revision procedure 6 years and 8 months post implantation due to instability. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.